Event description:
At the end of a laparoscopic cholecystectomy procedure, the distal tip of a suction irrigator instrument fell off into the abdominal space. The instrument had primarily been used to irrigate during the procedure and there were no reports of unusual use or damage to the instrument. The surgeon was able to retrieve the tip and all parts from the instrument were accounted for. No injury or impact to the pt was reported.